Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) identified that the controller boards had failed for the second time within two weeks and proactively visited the site to replace the boards. An inventory count was performed following the replacement. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was not detected on the bus. The customer powered down the station, unplugged it, and restarted; however, the issue persists. Additionally, the machine experienced a generally very delayed response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.